Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the pump's programming and histories were accurate. While troubleshooting, the pump did not pass the leadscrew test. Therefore, the pump will be replaced. The customer was instructed to revert back to manual injections per md protocol and to stay off the pump until the replacement arrives.